Event description:
A customer reported a previous instance of high blood glucose without a specific cause identified. The precise highest blood glucose level was unknown as it was displayed as "high". The customer administered a correction bolus using their pump, and there were no frequent or recurring high blood glucose events reported. Control iq feature was active during the incident. Technical support recommended that the customer consult with a healthcare provider to discuss factors that may be affecting blood glucose levels, and the customer acknowledged this advice.